Event description:
The complainant stated that the bed experienced an unintentional movement of the head down function. The bed was located in the medsurg ward with a pt on the bed, but the pt was not injured. The distributor isolated the issue to the main circuit board and replaced it to repair the bed.